Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he is going to the emergency room due to high blood glucose. Customer blood glucose reading was 354 mg/dl at the time of the call. Nothing further was reported.